Event description:
Claimaint alleged that his unit was defective and his lawyer wanted a replacement now he claims he is pursuing a personal injury. Claim alleges the unit kept going forward when he let go.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued if more information or the device become available.